Event description:
It was reported that the bronchofibervideoscope displayed an incomplete image. This occurred during an unspecified procedure. The procedure was completed using the same device. There was no report of patient/user harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the reportable event occurred due to damage on the ultrasonic connector. However, the root cause of this malfunction could not be specified. Olympus will continue to monitor field performance for this device.